Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that when during a cartridge change, the entire cartridge squirted out during the load step. The process was repeated and the same issue occurred. The reporter confirmed there was no trauma to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history showed that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step was unable to detect the filled cartridge. During evaluation the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the battery cap was found to be stripped and was unable to make an electrical connection. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.